Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with the balloon protector and product mandrel still in the manufactured position. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube 92cm from the hub. There is a kink to the inflation lumen and core wire 23.9cm from the tip. Microscopic examination revealed a longitudinal tear in the balloon 4mm from the tip and approximately 10.5mm long. The tip is damaged and there in contrast present in the inflation lumen. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 9mm maverick balloon catheter was advanced for dilation; however, the device failed to cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed balloon longitudinal tear.